Event description:
The patient reported she had an occlusion alarm and her blood glucose reached 157 mg/dl less than 36 hours after the pod was activated. The pod was sworn o her abdomen. Upon deactivated she noticed there was purulent drainage (pale yellow) at the site. She went to the doctor office and they prescribed her antibiotics.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Occlusion alarm is a safety feature and not a malfunction. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.